Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported surgery (surgical exposure) is listed in the prostar instructions for use as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Date estimated. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow-noman ali phd., et al, use of the manta device to rescue failed pre-closure following transfemoral transcatheter aortic valve implantation, journal of cardiology cases 19 (2019) 81-84. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted. Na.

Event description:
It was reported through a research article identifying prostar devices related to the following: failure to achieve adequate hemostasis. Details are listed in the attached article, titled "use of the manta device to rescue failed pre-closure following transfemoral transcatheter aortic valve implantation¿. No additional information was provided.